Event description:
(B)(6) registry. It was reported that atherosclerosis occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the left main coronary artery (lmca) extending up to the mid left anterior descending (lad) artery with 99% stenosis and was 45 mm long and a reference vessel diameter of 3.5 mm. Target lesion 1 was treated with placement of 3.5 mm x 24 mm and 3.00 mm x 28 mm synergy stent systems, and pre-dilatation was not performed. Following this, post-dilatation was performed with 99% residual stenosis. On the following day, the left ventricular ejection fraction (lvef) measured was 68%. Four days later, subject was discharged on ticagrelor and other antiplatelet medication. In (B)(6) 2021, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. Coronary angiography without revascularization was performed to treat the event. Two days later, the subject was discharged and the event was considered recovering and resolving.